Event description:
It was reported that the miniarc precise sling system was implanted in (B)(6) 2012. The patient returned one year later complaining of urinary tract infections and incontinence. A cystoscopy was performed and erosion at the site of the miniarc sling was discovered. The pt will be scheduled for removal of the miniarc precise sling. No add'l pt complications were reported.

Manufacturer narrative:
Implant date: (B)(6) 2012. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.